Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the glass cap was detached; therefore, the reported event is confirmed. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the glass cap detachment. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified glass cap detachment.

Event description:
It was reported that during a procedure, the fiber did not provide the proper vaporization and an error code was displayed indicating to clean the fiber. The procedure was completed using another fiber. There were no patient complications. Analysis of the returned device identified that the glass cap was detached and not returned.